Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733467, version #: 2.3. H3: the manufacturer representative went to the site to test the navigation system. Data transfer via push from the new computed tomography (CT) to the navigation system was not working correctly. It seemed that half of the picture data were missing. Changing in the options section: mediaio file solved this issue. Correction value changed from 1200 to 3400. All exams pushed from the CT to the navigation system were now seeable and working for the system. System function checked. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that changing the "hounsfield" correction value from 1200 to 3400 resolved the reported issue.

Manufacturer narrative:
H3: a software analysis was initiated. The software evaluation determined that this appeared to be a settings issue, provided that there was no indication that a software anomaly contributed to the reported behavior. The software appeared to be working as designed. H6: codes d02, b01, and c13 apply to the system. Codes d14, b01, and c19 apply to the software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the data transfer from the CT was incorrect. The site stated that the patient data transfer from electronic picture archiving and communication systems (pacs) to the navigation system was not correct. The image on the navigation system shows too much bone and too little soft tissue. The site has a new CT-system on site. After using the new CT this problem started. Then the site pushes the patient data from the site old CT system everything works. Troubleshooting was performed and when sending the same data to a different navigation system on site the patient data was correct and useable for navigation. No patient was present at the time of the event.